Event description:
Customer reports being unable to test her blood glucose while having high blood glucose symptoms due to not receiving a promised aviva system. The customer was taken to the emergency room (ER); blood glucose result on ER meter was 520 mg/dl, and she was treated with an IV (contents unk). Customer's symptoms improved, and she left the hospital later that day. Replacement system was sent.